Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump lost the ECG signal. The intra-aortic balloon pump (iabp) is in autopilot. The pump switched automatically to the arterial pressure (ap) for trigger and is pumping appropriately. After troubleshooting the pump, clinical support specialist (css) had them connect the ECG cable that was on the patient to a second iabp. They were able to get the ECG signal. They then changed everything over to the new pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of ECG waveform missing is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "the pump lost the ECG signal. The intra-aortic balloon pump (iabp) is in autopilot. The pump switched automatically to the arterial pressure (ap) for trigger and is pumping appropriately. After troubleshooting the pump, clinical support specialist (css) had them connect the ECG cable that was on the patient to a second iabp. They were able to get the ECG signal. They then changed everything over to the new pump. There was no report of patient complications, serious injury or death.